Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide corrections to the initial (h4). Additionally, to provide information obtained through follow-up (B)(6) the user confirmed it is unknown if the distal cover retrieved from within the patient was damaged. No use of anti-fog agents. Pre-use inspections are usually carried out, but it is unknown if pre-use inspections happened at the time the dropout occurred. -reconfirmation of complaint event since the dropped off actual product has not been returned, it is not possible to reproduce it using the dropped off actual product. -operation confirmation using the returned unused distal cover of the same lot, olympus checked the operation according to the pre-use inspection procedure in section 9.3 of the instruction manual, and confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2z05) -type test when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due to the following: -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
The dropped distal cover used in the reported complaint was not returned for analysis, however an unused product from the same lot was returned and no abnormality was found in its appearance. The returned unused product was attached to the scope and inspected before use according to section 9.3 of the manual, and it was confirmed that if the tip cover was properly attached, it would not come off from the scope. No other problems were found during device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer when the evis lucera elite duodenovideoscope and single use distal cover were being removed at the end of the procedure, the cover had fallen off inside the patient's oral cavity. It is unknown at what point it was dropped. The procedure was completed with the same set of equipment and the patient was unaffected. The device was inspected before use and was ok. This medwatch is related to patient identifier (B)(6) tjf-q290v / evis lucera elite duodenovideoscope sn: (B)(6).